Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, and states that states that the message has appeared a few times, but does go away after a few minutes. She has flushed the lumen successfully. She says that the aline looks fine, but sometimes looks dampened. The ECG is normal sinus. The esp personel explained the message and offered that it is good that it does relieve itself. Likely, that at times when the pump updates, certain landmarks arenâ¿¿t clearly marked and the pump will display the message. The esp personel advised user to get a chest film for confirming balloon placement. She thanked me for the explanation and ended the call. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).